Event description:
It was reported by the consumer that post implant of a realize band, a number of fills were performed and restriction was felt until last fill on (B)(6)2009. The consumer states that the band was filled to 6 cc on (B)(6)2009 when the band was rechecked on (B)(6)2009 the nurse practitioner could only removed 3 ccs. It is believed that there is a slow leak in the band. However, further evaluation needs to be performed and the consumer states that she cannot afford to pay. Spoke with the nurse practitioner and she confirms what the consumer reported, with exceptions of the dates of events. The patient received a fill on (B)(6)2009 for a total of 7ccs in band. On (B)(6)2009, patient came back with complaints of no restriction and received another 3ccs. On (B)(6)2010 when the patient came for another fill there was only 2cc in the band.

Manufacturer narrative:
(B)(4): information is unavailable.device remains implanted.